Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized due to diabetic ketoacidosis. Customer was going to be released from the hospital and was put back on insulin pump. It was reported that customer's blood glucose began to rise. Customer declined troubleshooting until able to get glasses at home. Customer would treat with manual injection.